Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Shock impedances were climbing to above 150 ohms indicating a lead fracture. It was decided to cap this lead and place a new one. No adverse patient events were reported. Should additional information be received, this file will be updated.